Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the customer that the description of the needle on the box was different than assigned to the product code. There was no patient involvement and no adverse patient consequence reported.

Manufacturer narrative:
Actual sample was returned for evaluation. Visual inspection of the actual sample was performed. This product code carries a cutting edge reverse needle. The graphic printed on the box was correct. The lot # jlz182 was manufactured on 10/12/2015 with the correct information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.